Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited foreign objects in the nozzle. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. The event can be detected and prevented by following the instructions for use which are stated in 3.4 inspection of accessories, 3.8 inspection of the endoscopic system, and 4.2 insertion. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.